Manufacturer narrative:
The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. This event was reported initially by the patient via mw5185824. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose level was not reported. Symptoms and treatment details were not reported. Patient only reported that they were hospitalized due to high blood glucose. No additional information is available.